Event description:
A carotid artery stenting procedure was performed using a gore flow reversal system for embolic protection. After pre-dilatation of the stenosis, the gore balloon sheath balloon deflated, and flow reversal was lost. The physician chose to stent the stenosis without embolic protection. The remainder of the procedure was completed with no further complications and the pt experienced no adverse effects.